Event description:
Reference number (B)(4). Event occurred in spain. It was reported that an event occured on (B)(6) 2026. The patient reported infusion set cannula was bent. And bleeding at the insertion site. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.